Manufacturer narrative:
It was reported the switch emitted sparks. Upon examination, we discovered that a resistor shorted on the circuit board. The flame-retardant switch housing contained the event properly. Our switch supplier has enacted several CAPA projects to improve the overall quality of this switch. This particular instance has been resolved by changing the design of the circuit and using a different resistor (surface mount instead of through hole.)

Event description:
User reported that switch sparked.